Manufacturer narrative:
The subject device has not yet been received for evaluation. The cause of the issue cannot be determined at this time. If additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported that the otv-si(a) is giving a lamp error a and there is no light out the distal tip of the scope. There was no patient harm or injury reported due to this event.